Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6device evaluation:analysis of the returned device identified: opening curved on radius, white calcification outer device and crease fold. Leak test and microscopic analysis was performed which identified: striated opening on radius and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and posterior assessed as surgical damage.

Event description:
The device has been explanted and replaced.